Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: vis ((B)(4)), 203cm ruler ((B)(4)) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned within a shipping box, within plastic pouches, within an opened phenom 27 outer carton ((B)(4)), and within an opened phenom 27 inner pouch ((B)(4)). Visual inspection/damage location details: the pipeline flex pusher was found bent at ~110.0cm and ~112.2cm from the proximal end. In addition, the pipeline flex pusher was found bent at ~4.0cm from the proximal bumper. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher proximal bumper and resheathing pad were found in good condition. The pusher distal core wire was found broken ~8.2cm from the proximal bumper. The phenom 27 catheter was examined. The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the catheter body. No damages were found with the phenom 27 catheter distal tip. An attempt was made to flush the phenom 27 catheter but was found occluded. The phenom 27 catheter was dissected, the pipeline flex braid and pusher sleeves with tip coil were removed from within the proximal end of the phenom 27 catheter. The pipeline flex braid proximal end was found in good condition; however, the distal end was found damaged (frayed). The pusher distal core wire was found broken proximal to the sleeves. The sleeves and tip coil were found damaged. Testing/analysis: the pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. Damage to the pipeline flex embolization device can occur if advanced against resistance. No defect was found with the phenom 27 catheter that would have contributed to the event. The investigation determined that these events were similar to events that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Regarding the broken pipeline flex pusher distal core wire, the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. The patient¿s vessel tortuosity was ¿moderate¿. However, as the core wire failed via torsional overload it is likely some force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that 2 pipelines were unable to be deployed as they were stuck at the distal end of the catheter during deployment. It was reported that the pipelines and the accessory devices were prepared according to the instructions for use (IFU). The catheter was flushed continuously with heparinized saline per IFU. The devices were replaced to continue the procedure. There was no harm or injury to the patient who was undergoing a the procedure for flow diversion treatment of a right carotid-cavernous sinus fistula.